Event description:
On (B)(6) 2014, I had hernia surgery and a ventralex mesh was placed in my stomach. Since that day I have been in and out of the hospital with infections which continued until my stomach blew up on (B)(6) 2015. I lost 5 pints of blood. The surgeon said he cleaned out infection and removed mesh but he didn't so back in hospital (B)(6) 2016. New dr removed mesh (B)(6) 2016. Back in hospital (B)(6) 2016. Intefections came out still in. On (B)(6) 2014, I had hernia surgery and a ventralex mesh was used. Since that day I have been in and out of many hospitals with infections. I was bedridden from that day and remained that way. On (B)(6) 2015 my stomach blew up and I lost 3 pints of blood. I was in surgery again and the surgeon said he cleaned out infection and removed the mesh, which was still in when I went back in hospital iun (B)(6) 2016. Everytime my stomach was opened up again I was on ivs and had wound care by a nurse. Sometimes twice each day. When I went in (B)(6) 2016 the insurance company wanted to know why I was in and out of hospital. A new doctor was assigned from the (B)(6) and he removed the mesh on (B)(6) 2016. Again during (B)(6) I was on ivs and nurses. I have no quality of life and remain in bed on ivs. Also mesh caused stomach perforation and had to have that repaired.